Event description:
It was reported that the pump was sent in for repair. The device evaluation found the downstream occlusion seal to be damaged and detached. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. The event history log was downloaded and reviewed. Functional testing revealed a defective upstream occlusion (uso) sensor. The dso seal and the uso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.